Manufacturer narrative:
Device received with cracked display window corners noted. The test reservoir p-cap was able to lock in place. Device passed the displacement test. However, unit unable to vibrate during self test due to broken vibrator motor wire noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the vibrate setting of insulin pump no longer work. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had cracked. The device will not be returned for analysis.